Event description:
It was reported that after the pocket was closed, the right atrial (ra) lead was found to be dislodged. Subsequently, the patient underwent a revision procedure during which the lead was successfully repositioned. No additional adverse patient effects were reported. This ra lead remains in service.